Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("allergic reaction to something from surgery about 1 1/2 weeks post op.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction"). The patient was treated with surgery (to remove essure.). At the time of the report, the medical device removal and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and medical device removal to be related to essure. The reporter commented: she ended up having to be prescribed strong antihistamine cream and steroids for 4 weeks. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, hypersensitivity. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("allergic reaction to something from surgery about 1 1/2 weeks post op") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypersensitivity ("allergic reaction to something from surgery about 1 1/2 weeks post op"). The patient was treated with surgery (to remove essure.). Essure was removed. At the time of the report, the medical device removal and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and medical device removal to be related to essure. The reporter commented: she ended up having to be prescribed strong antihistamine cream and steroids for 4 weeks. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, hypersensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformities data; should any new and reportable provided in a supplementary report.